Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the paper tape is too harsh and it is starting to rip her skin. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).